Event description:
It was reported that occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level. The customer declined any further troubleshooting regarding the occlusion. Reportedly, the customer reverted to a back up pump for insulin therapy.